Event description:
The zenith main body graft was introduced via the right femoral artery without complication. After deployment of the endovascular graft, a noted stenosis was observed within the right common iliac artery, that appeared to inhibit flow through the graft. Final angiogram viewed a straightening of the vessel at the site of the stenosis, and an improved flow through the endovascular leg graft. No endoleaks were noted during the completion angiogram.